Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a failed occlusion. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed by testing and visual inspection performed. The root cause was due to a deforming upstream occlusion seal. It was additionally found that the printer wire assembly was found corroded. The printer wire assembly and upstream occlusion seal was replaced. The upstream occlusion sensor was also recalibrated.